Manufacturer narrative:
B5 - refractive surprise should be included. Claim #: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. The patient was not happy with the results.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).